Event description:
The customer stated she was hospitalized for high blood glucose levels. The customer also stated her blood glucose levels ran high twelve hours prior to hospitalization . The customer attempted to treat with manual injections, but high blood glucose levels continued. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to be best of our knowledge.